Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. During preparation, when threading the device onto the guidewire, it was noticed that no stent was on the balloon. The stent was found within the transportation ring.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The instrument was returned with the dispenser and with the stent protector applied. The stent is located on the balloon, displaced by 12 mm in proximal direction and seems to be reapplied. The balloon is still well folded but dried saline/contrast medium residue was observed in the inflation lumen and in the balloon lumen which indicates application of negative pressure. Microscopic inspection revealed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention, i.e. Application of negative pressure prior to the placement of the stent system across the target lesion which is warned against in the IFU.